Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing, noisy signals and low amplitude. The oversensing on the right ventricular (rv) lead was seen after atrial pacing. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was gradual decrease trend of rv impedance over last year, however they were within the normal range, and which could be a patient condition related. Ts recommended to perform the patients testing in order to uncover the lead insulation malfunction by doing an aggressive movement and measuring pacing impedance continuously and reprogramming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section e1 initial reporter first name and initial reporter last name.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing, noisy signals and low amplitude. The oversensing on the right ventricular (rv) lead was seen after atrial pacing. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was gradual decrease trend of rv impedance over last year, however they were within the normal range, and which could be a patient condition related. Ts recommended to perform the patients testing in order to uncover the lead insulation malfunction by doing an aggressive movement and measuring pacing impedance continuously and reprogramming options. This device remains in service. No adverse patient effects were reported.